Manufacturer narrative:
It was reported that the reason for the explant was an infection (site and treatment of the infection is unknown). This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on o3 dec 2020.

Event description:
Per the clinic, it was reported that the patient had an air pocket / bubble at the implant site. The patient was hospitalized and the device was explanted (specific date is not reported).